Manufacturer narrative:
The company representative was unable to duplicate the reported problem. In an unrelated service activity, the iabp software was upgraded to the latest software revision and tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During an in-service training session, the company representative observed that the iabp froze on power-up several times. After the fifth trial, the iabp started up and functioned normally. Hospital staff indicated that this has happened previously; however, they were unable to provide any additional information. No patient was involved.